Manufacturer narrative:
(B)(4). Concomitant medical products: 00801802803 femoral head 62549102, rm40901 000 2 competitor cup 1310303a, rm 5110 003 2 competitor liner 1311334a, 00801102016 allen plug 62248693. Event reported in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had underwent a hip arthroplasty, subsequently was revised approximately 7 months post operatively due to a periprosthetic fracture.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined this MDR should not have been filed as the complaint is a duplicated and was previously reported on 0002648920-2017-00582.